Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that rn was assisting md in a case this morning ((B)(6) 2010). The balloon was very, very tight and would not go through the sheath; therefore, they opened another iab 30cc and that one worked perfectly. Additional information was received on 02/20/2010 by (B)(4), stating that patient condition had deteriorated despite medical therapy. The decision to insert an iab was made on (B)(6) 2010 and a 30cc intra-aortic balloon (iab-05830-lws) was used. The only remarkable arterial issue was the presence of an abdominal aortic aneurysm ('aaa') which was stable, but visible on the films. The femoral artery was fairly straight and no significant abnormalities noted with dye injection. Iab was tight through the sheath, but he was able to advance iab, so the tip of the iab was at the diaphragm. At that point he could not advance any further. After some manipulation, he determined he could not advance the iab, but was able to remove it through the sheath. The cath lab manager stated that she was called when the iab could not be inserted. She arrived just as the second iab was being prepared and noted that all steps were followed and no difficulty was encountered. This iab remained in patient for about 8 days. The iab was working well and due to the improvement in patient condition, iab was removed. No complications were noted and the md stated patient was doing well.